Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported deflation. Device has been explanted. This is for the left side.

Event description:
Healthcare professional reported deflation . Device has been explanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: not observed openings on the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.